Event description:
This complaint originated from our foreign distributor in taiwan. The distributor contacted carefusion technical support because they were getting the following error messages/ alarms: "vent inop" and "motor fault", after changing out the old main printed circuit board for a new one. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assembly with turbine interface board and immediately reproduced vent inop and motor fault error. Switched out the turbine interface board with a known good turbine interface and the problem was solved. Further investigated the complaint by testing the received turbine interface board with a known good turbine and the complaint was reproduced. Viewed the events log and found checksum error in turbine eeprom error recorded. Findings/root-cause: reported problem was duplicated and isolated to the turbine interface board. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). Carefusion technical support along with the foreign distributor determined that the probable root cause of the reported event, was most likely a faulty turbine assembly. Carefusion technical support shipped the distributor a replacement turbine assembly. They also issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty turbine assembly for evaluation. As of 03/20/2015, the faulty turbine assembly has not been received by carefusion. Once received and evaluated, a follow-up medwatch report will be submitted.